Event description:
The complainant reported that the physician was performing a therapeutic procedure on a pt (age and gender unknown). During the procedure the trapezoid's basket broke, and it was unable to be removed from the pt's common bile duct. The pt was taken to surgery where the device basket was successfully removed from the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.